Event description:
It was reported that one day post implant atrial lead impedance was less than 200 ohms. The physician opened the pocket to check the connections, and found impedance to be 3500 ohms on the pacing system analyzer (psa), so he decided to replace the lead.

Manufacturer narrative:
No medwatch form was received.